Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the pump was refilled earlier today, and the low reservoir alarm had just gone off. The patient went home after refill and was hearing the non-critical pump alarm. The healthcare provider (hcp) stated that she had silenced the alarm right before calling. It was noted that there had also been an alert for motor stall and motor stall recovery. The agent advised the hcp that the issue was resolved based on actions caller had taken.